Event description:
Patient. On a cardizem drip being monitored using telemetry. His monitor skips out reading saturated signal or rf signal. The problem appears to be unpredictable interference of the 608-614 mhz band width frequency. FDA safety report ID# (B)(4).